Event description:
The pt was ventilated manually, switching over to volume control breathing, the fold bellows was filled and modulated above. No automatic breathing was affected. The device was switched back to manual breathing and the pt was manually ventilated. The device did not affect any automatic breathing. The same thing happened also when the device was switched over to pressure control. After successful pre-use check the device functioned without problems.